Event description:
The external pulse generator was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
Further analysis was performed on the main printed circuit board. Visual inspection revealed no anomalies. Bench analysis noted that one capacitor failed in-circuit, surge current was below the typical value and a battery removal test failed. When the capacitor was replaced the device passed the battery removal test, the device stayed on for more than ten seconds when the battery was removed. Conclusion: confirmed the battery removal failure caused by a capacitor component failure.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the device failed battery removal functional test; the main printed circuit board assembly found out of electrical specification. Analysis also found the upper and lower cases were broken and contaminated, battery release was contaminated, two side bail covers were broken, the ring cover was missing, battery contacts were compressed, two side bails and the ring were missing, and the battery drawer was broken. (B)(4).